Event description:
On 12-nov-2018, windows shut down rosanna program prior early in the markers registration process and shutdown occurred. Issue occurred again at approximately 918am. Prior to both issues, the field service engineer (fse) selected markers registration, initialized controller, drove arm to home position, calibrated force sensor without and with pointer probe, and then drove arm to intermediate position before collection of fiducial marker points. After two re-initializations, fse set MRI as 3d exam and proceeded with registration, whichresolved the problem.

Manufacturer narrative:
It was reported that two windows failures occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs has been performed and determined that 1) the root cause for the first windows failure cannot be determined, and 2) the root cause for the second failure is due to an irregularity in the windows registry.(B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
On (B)(6) 2018, windows shut down rosanna program prior early in the markers registration process and shutdown occurred. Issue occurred again at approximately 918am. Prior to both issues, the field service engineer (fse) selected markers registration, initialized controller, drove arm to home position, calibrated force sensor without and with pointer probe, and then drove arm to intermediate position before collection of fiducial marker points. After two re-initializations, fse set MRI as 3d exam and proceeded with registration, which resolved the problem.